Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device change out, the left ventricular (lv) lead was cut by the physician. The lead was partially removed, capped, and replaced. No patient complications have been reported as a result of this event.